Event description:
It was reported that during a total knee replacement when the saw's trigger was pulled it went into fast mode and the blade nicked the pt's skin. There was no additional medical treatment needed for the pt. Another device was used to complete the procedure successfully.

Manufacturer narrative:
The device was returned to the MFR and an eval is pending. This record will be updated when the investigation is concluded.